Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an MRI scheduled and reported that he was not able to recharge it and then put it into MRI mode. The cause of the issue was patient non-compliance with recharging. The patient reported that the ins battery does not help him. Overdischarge was confirmed. A trickle charge would be completed on (B)(6). The issue was not resolved at the time of the report. (B)(6) 2020 (rep): additional information was received from the manufacturer representative (rep) reporting that actions taken at the patient¿s appointment on (B)(6) 2021 to resolve the overdischarge was a trickle charge was successfully performed. The patient then charged up to 50%, and had por cleared and went home. It was then reported that the patient called back today and stated that their battery was back to 0% this morning and that they could not get enough boxes to charge it up. The rep stated that they could not confirm if they had it in a good enough position to charge. The cause of the ins not helping the patient was unknown. When the patient was asked the cause of it not helping, they stated that it had not worked and they were finished trying. It was unknown per the patient when they first noticed the ins was not helping them. They stated that it never worked, when the rep asked them this. (B)(6) 2021 additional information received from the rep indicated that the cause of the patient not getting enough coupling bars to charge their ins was unknown. They noted that the patient was wearing the recharging belt and thought they had it centered on their battery. The rep stated that the patient previously had enough coupling boxes when they were charging after the overdischarge recovery with the patient. No further actions were taken. The patient canceled their MRI and is going to have alternative testing done. The rep stated that the patient is no longer attempting to charge, and there is no plan to meet with the patient for further charging.